Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6), 2011. According to the complainant, the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6) 2011. According to the complainant, the brush could not be retracted into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended, and the wire assembly was slightly bent towards the distal end of the working length. The handle was actuated, and the brush would extend and retract according to specifications. The condition of the returned device was not consistent with the complaint that the brush was difficult to retract; the complaint was not confirmed. The most probable root cause of the identified defects is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: brush failed to retract into sheath. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.